Event description:
Routine ivc filter retriever. Noted fracture arm of filter, prior to retrieval. Filter removed, but fractured arm of filter migrated to right hepatic vein. Retrieval of fractured arm of filter unsuccessful. Hepatic vein embolized to prevent further migration of fractured arm.